Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (exposed wires) has been confirmed.  Upon investigation the monitor failed incoming testing.  The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. Additionally, contamination was found on j1002aa pins on the defib board. The root cause for the damaged connector was excessive force. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient had exposed wires.